Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, 12 mm access port & palm grip obt w bladeless optical tip, device was being used on 15oct24 during a laparoscopic lymph node dissection para-aortic pelvic omentectomy procedure when it was reported ¿it was reported that the tip of trocar was broken when attempting to remove the trocar gauze from the abdominal cavity". Further assessment questioning found that the fragment was removed with the use of forceps. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device found the broken cannula. No fragments were returned. A likely cause of this event is the use of excessive force during insertion of the trocar. A 2 year lot history review could not be conducted as a lot number was not provided. A device history record review could not be performed as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, 12 mm access port & palm grip obt w bladeless optical tip, device was being used on 15oct24 during a laparoscopic lymph node dissection para-aortic pelvic omentectomy procedure when it was reported ¿it was reported that the tip of trocar was broken when attempting to remove the trocar gauze from the abdominal cavity.". Further assessment questioning found that the fragment was removed with the use of forceps. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet returned.